Event description:
Argyle¿ neonatal-pediatric peripherally inserted central catheter was placed in left basilic vein [date redacted]. Argyle PICC was used primarily to infuse tpn (total parenteral nutrition). Six days later, during a dressing change, fluid was noted to be leaking from the PICC, just below the purple hub. Shortly thereafter, the argyle PICC was removed from the patient.